Event description:
The customer reported that the unit will not boot up. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep ordered kit as the old mono controller not available. He installed the kit and software through the cd as floppy #7 was unreadable. The rep removed/replaced parts in accordance with all applicable esd regulations and procedures. The kv tracking, resolution and max dose were ok. The system performed as intended.